Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 380 mg/dl. Customer's blood glucose level has gotten up to 400 mg/dl before the alarms, but that was a normal range for her. Customer changed the site 3 times. One site bled a bit before the customer changed it. The last set applied did not have an alarm. Alarm was resolved by infusion set change. Customer does not want to return the set or reservoir for analysis. No additional information provided.